Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and neuromyopathy ('neuromuscular problems') in a female patient who had essure (batch no. D14824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, neuromyopathy, dyspareunia, urinary tract disorder and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, neuromyopathy, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: trailing coils: left: 1 right 2. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.